Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that respiratory discomfort and saturation fall occurred to an obese patient with a smiths medical portex® blue line classic tracheostomy (trach) tube. A trach tube change out was required. There were no further reported adverse patient effects.

Manufacturer narrative:
One trachestomy returned for evaluation. Visual inspection of the device found it to be in good physical condition. Device underwent functional testing which included using a syringe to inflate the cuff. It was observed that the cuff did not inflate circumferentially, confirming the reported complaint. The most probable cause of issue was determined to be that the cuff was either damaged after it left smiths medical facilities, or there was a lack of detection of it from the production personnel. This investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.